Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer received new information alleging black particles, upper respiratory infection, headaches, light headed, cough, dry mouth, sore throat, congestion, experiencing other symptoms of an upper respiratory infection.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient also alleged upper respiratory infection, headaches, light headed, cough, dry mouth, sore throat, congestion, experiencing other symptoms of an upper respiratory infection. There was no report of medical intervention was required by the patient. The device was returned to the third party service center for evaluation. During the evaluation of the device no foam particles were observed. In addition, secondary findings of dirt was observed, and the device was scrapped.